Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with epithelial ingrowth in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, patient post left eye went from 20/20 pre-op to 20/30 post-op. The patient complained of blurred vision and that right eye was clearer than left eye. Patient reported symptoms are not interfering with daily activities. It was reported that patient is scheduled for flap lift and rinse on (B)(6) 2016. Bcva from (B)(6) 2015: right eye: pre-op 20/20, -3.75 x .00 x 90; left eye: pre-op 20/20, -4.00 x -.25 x 155. Bcva from (B)(6) 2016: right eye: post-op 20/20, -.25 x -.25 x 65; left eye: post-op 20/30, .00 x -.75 x 170.